Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported failure of the needle and cannula mechanism to fire or to determine the root cause. The omnipod user guide warns "check the infusion site after insertion to ensure that the cannula was properly inserted. It is also a good idea to check your blood about two hours after each pod change and to check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result," and "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia), repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider." It advises "to avoid hyperglycemia (high blood glucose) check your blood glucose at least 4-6 times a day (when you wake up, before each meal, and before going to bed)." During the activation process, the device displays a reminder to check the infusion site and cannula. Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
During the activation process, the customer indicated when prompted to check that the cannula was inserted properly. The next day her blood glucose reached 400 mg/dl and the pod was coming loose. She noticed that the cannula had never fired.